Event description:
It was reported that patient ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, surgery occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction h6: based on additional information received code 2388 clinical code submitted in the initial report should be 4582. Correction h6: based on additional information received health code 4611 should not have been submitted in the initial report. Correction h6: based on additional information received 2885 medical device code should be 3189. Correction: manufacturer report number 1627487-2021-18115 should not have been submitted as a medical device report (MDR) as the device exceeded the minimal rechargeable battery longevity and hence this is considered normal battery depletion. There is no device malfunction. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.